Event description:
The catheter was placed for antibiotic therapy on 10/07/97. Some time after placement of the device, the pt developed phlebitis and cellulitis. The catheter was replaced on 10/10/97.